Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-35317.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was cracked. The customer stated the pump might have been dropped. Reportedly, the customer has difficulty entering values in the pump due to the touchscreen being intermittently unresponsive. The pump was responsive to presses at the time of the report. The customer's blood glucose level was 413 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.